Manufacturer narrative:
Device (B)(4) no code available = fibrous connective tissue method (B)(4) other = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was learned that the subject device has been discarded, and will not be returned for evaluation; therefore, the alleged cause of stenosis, connective fibrous tissue, can not be positively confirmed. The investigation reveals nothing to indicate a device quality deficiency related to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic valve was explanted after an implant duration of approximately 97 months, due to recurrent aortic stenosis. The operative report indicates, " the bioprosthesis that was in position was removed. This bioprosthesis was not quite as bad as it had appeared to be by echo and by cardiac catheterization".